Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error message. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle clogged with black foreign material. Based on the results of the investigation, a definitive root cause could not be established for the reported unknown error as it was not confirmed that there was a problem with the device. A root cause could not be identified. Based on the results of the investigation, the cause of the nozzle clogged with black foreign material could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.